Event description:
A journal article was reviewed that contained information regarding predicting shocks in patients with non-ischemic cardiomyopathy using selvester score. The article reports eleven patients who experienced inappropriate shocks. There were no causes for the inappropriate therapy noted. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics are unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: selvester score predicts implantable cardioverter defibrillator shocks in patients with non-ischemic cardiomyopathy. Journal of arrhythmia. 2021;37:1046¿1051. Doi: 10.1002/joa3.12571. If information is provided in the future, a supplemental report will be issued.